Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was to report they were still peeing most of the time. They had experienced some improvement intermittently since the date of implant. The patient said they had been increasing the setting, however, when at 3.5ma, they felt strong tingling and it hurt in their stomach area and lower. Therapy information including healing time factors were reviewed, and it was explained to the patient that time to optimal therapeutic benefit varied. General programming guidance and when to consider switching programs was also reviewed, along with the importance of monitoring and tracking adjustments and results. The patient would maintain the stimulation level and continue to track symptoms. They were to provide an update to their healthcare provider (hcp) at their follow up appointment which was in about two weeks. They were redirected to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.